Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead hvb coil separated at the distal end and was difficult to pass through the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).